Event description:
The myosure device was used to resect a 2cm submucosal fibroid located in the left lateral fundus of the uterus which was adjacent to a recently placed essure implant (conceptus). During tissue resection, part of the essure implant was sucked into the cutting window of the myosure device where it became tangled with cutting blade. The myosure device and essure implant were removed together with no injury or clinical sequela to the pt.

Manufacturer narrative:
Visual inspection of the returned myosure complaint device revealed an essure coil hanging from the end of a closed cutting window. The myosure cutter blade was retracted by manually twisting the myosure device's drive cable (the cutter blade was not jammed), at which point the essure device fell out. The myosure device was plugged into a control box and ran normally. A smaller part of the essure device was then inserted into the myosure device's cutting window during operation. The cutter did not jam, and cut through the essure device after several (~5) seconds).